Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), batch: 5069950. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the anchor site. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the anchor was buried deeper. Pain resolved. Note: it is unknown which anchor is related to this issue.